Event description:
It is reported that during surgery on (B) (6), 2009, the humerus was fractured while trying to seat the ploy into the stem. The stem was cemented in.

Manufacturer narrative:
(B) (4). Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. Per the surgical technique (B) (4), an alternative method utilizing the tm reverse liner inserter ((B) (4)) may be used which does not require impaction forces to seat the poly. Based on the available information, a definitive cause cannot be determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.